Event description:
It is reported the device was implanted in 2004. The device was revised in 2006. The surgeon noticed polythylene debris and continued to remove several particles. The device was removed and it was observed that the poly had cracked.

Manufacturer narrative:
Evaluation summary: the probable cause of the failure is loading on the posterior edge due to malrotation of the implant. Evaluation: insert exhibits wear to both condyles and fracture damage to the posterior/lateral edge of the condyle. There is also gouging and wear damage to the inferior side. No lot number was provided; therefore, manufacturing records could be reviewed. Energy dispersive spectroscopy analysis showed a carbon peak in the spectrum typical of uhmwpe. A small indication of oxygen peak is also noted.